Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem (B)(4), inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and was subsequently admitted to the intensive care unit due to a blood glucose level of 709 mg/dl. Customer was treated with intravenous insulin and saline. The customer was discharged two days later with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.